Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was lost insufflation during the case, switched to multiple ports and they noticed the suction irrigator was sucking without anyone engaging it. The procedure was completed as planned with no reported injury.